Manufacturer narrative:
Emdr section h6, code c21 was changed to c19 to reflect results of investigation. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog # dsf1633, serial # (B)(6), UDI (B)(4). H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on december 11, 2024, from the imedidata study database: on (B)(6) 2024, this 88-year-old patient underwent endovascular treatment as an elective procedure for an iliac artery aneurysm. The patient was treated with gore® excluder® aaa endoprostheses (trunk ipsilateral leg endoprosthesis and two contralateral leg endoprostheses) and gore® excluder® iliac branch endoprostheses (iliac branch component and internal iliac component). Gore® excluder® iliac branch endoprostheses were implanted in the right iliac artery. A 16fr gore® dryseal flex introducer sheath was inserted from the right femoral artery and a 12fr gore® dryseal flex introducer sheath and a 16 fr gore® dryseal flex introducer sheath were inserted from the left femoral artery. Devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There was no additional procedure and there was no type I or type iii endoleaks observed at the conclusion of the procedure. On (B)(6) 2024, a dissection in the right external iliac artery which was located more distal of the initial implanted gore devices was observed. And a thrombus in the right external iliac artery (patient native vessel) due to the dissection was observed. The physician suggested that the dissection might have occurred due to a wire operation during the initial procedure, but it is unknown what is the exact cause. On (B)(6) 2024, the patient underwent a reintervention procedure. A thrombectomy was performed. An intima was peeled off due to the thrombectomy, so a stent graft (gore® excluder® aaa endoprosthesis, contralateral leg endoprosthesis) was implanted to cover the peeled off intima and the dissection of the right external iliac artery. The patient was noted to be recovered (B)(6) 2024. The patient was discharged home on (B)(6) 2024.